Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an ankle replacement surgery. Allegedly, sometime post-op the tibial tray loosened. The surgeon noticed that the posterior part of the tibial implant seemed to lift away from the bone and load more anteriorly. No patient complications were reported.